Event description:
The customer reported a leak of clear fluid dripping from under the coulter hmx hematology analyzer with autoloader. The leak was not contained in the instrument and the volume of the leak was approximately five milliliters. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) found a vacuum line that had become disconnected at the rinse block. The fse reconnected the vacuum line and the probe wipe rinse block functioned properly. Upon completion of the necessary repairs, the instrument was returned back into operation. The failure mode of this event was detachment of a vacuum line. The failure mode has the potential, upon recurrence, to cause discrepant results. (B)(4).